Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator exchange. During the procedure, it was discovered that the right ventricular lead had visible damage to the insulation. A silicone sleeve was placed over the lead to repair the insulation. The patient was in stable condition.